Manufacturer narrative:
Complaint no: (B)(4). A photograph of the device has been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a loose cap. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 24, 2012 to september 25, 2012. Evaluation summary: the sample was not available for evaluation; however, the customer provided a photograph of the device. A photographic inspection was performed. It could not be determined that the cap was loose. There was no malfunction or abnormalities identified during the photographic inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.